Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. Based on the results of the legal manufacturer's investigation, and prior feedback from the user facility, cleaning the connector and cable exchange did not solve the problem. However, when the scope was replaced, the phenomenon was corrected. The malfunction was likely caused by the scope, not the subject device.

Manufacturer narrative:
The user facility further reported that during troubleshoot at the facility the cause of the no image condition was determined to be due to one defective 180 series type endoscope. The scope has been sent out for repair and the facility is having no further issues. A review of the unit's history shows the asset unit was last serviced on april 24, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support group was informed, during preparation for use the loaner evis exera iii video system center was reportedly having no image issues with one 180 series scope and one camera heads. The customer reported the unit was working fine two cases earlier in the day, however, in between cases the facility observed no image on the screen. No death, injury or infection was reported.